Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event.

Event description:
It was reported that a safety shield failure occurred during use with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, "I have had an incident raised where the saf-t-intima needle was inserted and when the safety system was retracted, the needle was not protected and was dangling loosely. There was no harm to the patient or staff."